Event description:
The account alleged they were able to set the brake steer pedal into brake mode but the brakes will not hold. No pt impact.

Manufacturer narrative:
The account replaced the brake casters to resolve the issue.